Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Insulin pump had unresponsive buttons due to flattened escape and act buttons dome switch. No unlocked keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery, battery out limit alarm due to unresponsive button.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer stated that he would bolus and get a no delivery alarm. Customer was also having issues with high blood glucose. Customer also stated battery where lasting less then usual. The device will be returned for analysis.